Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record # (B)(4). The batch # 6011129, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 02-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011129". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011129 was manufactured according to the work instruction (wi) version 99 and manufactured in the machine multivac 14 on 18/jan/2025, with a total of (B)(4) units. Glue-connector lot: the lot 4m03224 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 18/jan/2025, with a total of (B)(4) units. The lot 4m03226 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 17/jan/2025, with a total of (B)(4) units. The lot 4m03220 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 22/dec/2024, with a total of (B)(4) units. The lot 4m03222 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 06/jan/2025, with a total of (B)(4) units. The lot 4m03223 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 07/jan/2025, with a total of (B)(4) units. The lot 4j02557 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 24/jan/2025, with a total of (B)(4) units. The lot 4j04224 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 22/jan/2025, with a total of (B)(4) units. Review of the DHR showed that a non-conformance nc 2133760 was opened during the sterilization processes actions were required. Therefore, DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one non-conformance (nc) raised during sterilization process unrelated to complaint code, therefore, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The blood glucose level was high at the time of event. No further information available.